Event description:
The customer contact reported the ground prong on the ac power cord plug was bent. The device was returned to the biomedical engineering dept with an unsigned note stating, ¿door loose¿. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, the customer declined to provide additional info.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).